Event description:
It was reported that "the patient had a similar experience 2-3 years prior to the report where the ins (implantable neurostimulator) didn't work and they had to something similar to most recent event to get it working again." For the most recent event, see manufacturer report # 3004209178-2013-12216. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).